Event description:
Customer reports: 6.5 inr on the protime instrument, retested with a different finger, protime in 3.6, venous draw 5.1. Pt's tr is 2.0-3.0. Coumadin was held until 06/28, inr was retested on 06/29, on another protime used in the office, inr result was 1.4, they expected this result. Pt resumed coumadin dose of 5.0 mg daily.

Manufacturer narrative:
(B)(4). MFR awaiting product return for eval.